Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072424/7072425.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptom of discomfort at the pocket site was noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. All components were explanted and discarded. The patient was doing well postoperatively.